Event description:
The customer reported via telephone call that the insulin pump had physical damage to the reservoir compartment. The customer was not sure how the damage occurred. The blood glucose reading was 90 mg/dl. The blood glucose was 44 mg/dl when the customer first woke up and treated with juice. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.